Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 12mm x 80mm smart control self-expanding stent (ses) delivery system, the screw does not respond after the stent was released halfway and the rod had to be pulled with force. It was reported that the stent was able to be deployed in its intended location by manually moving the deployment lever. However, the device was returned with the stent partially deployed. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The vessel characteristics at the target site included moderate calcification and moderate tortuosity. The tuning dial was rotated in a clockwise direction, and no damage was observed on the tuning dial. The smart delivery system was able to be removed easily from the patient. The device was returned.

Event description:
As reported, during the use of a 12mm x 80mm smart control self-expanding stent (ses) delivery system, the screw does not respond after the stent was released halfway and the rod had to be pulled with force. It was reported that the stent was able to be deployed in its intended location by manually moving the deployment lever. However, the device was returned with the stent partially deployed. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The vessel characteristics at the target site included moderate calcification and moderate tortuosity. The tuning dial was rotated in a clockwise direction, and no damage was observed on the tuning dial. The smart delivery system was able to be removed easily from the patient. The device was returned. Addendum: product evaluation revealed that the outer sheath of the smart control delivery system is separated and exposing the braide wire/core wire.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during the use of a 12mm x 80mm smart control self-expanding stent (ses) delivery system, the screw does not respond after the stent was released halfway and the rod had to be pulled with force. It was reported that the stent was able to be deployed in its intended location by manually moving the deployment lever. However, the device was returned with the stent partially deployed. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The vessel characteristics at the target site included moderate calcification and moderate tortuosity. The tuning dial was rotated in a clockwise direction, and no damage was observed on the tuning dial. The smart delivery system was able to be removed easily from the patient. The device was returned for analysis. A non-sterile ¿smart 7fr(120cm) stent 12x80mm¿ was received for analysis inside of a plastic bag. The device was unpacked to perform the product evaluation. The unit was thoroughly inspected observing that the stent is partially deployed. A separated condition was observed located approximately 119 cm from the distal tip. The lock tab was not returned. No other outstanding details were observed. Dimensional analysis related to the usable length and the outer sheath length could not be performed due to the separated condition impeded the proper measurement. Dimensional analysis was performed to verify the correct od and ID of the outer sheath. Measurements were taken near the separation, and results were found within specification. Functional analysis was then performed to determine the functionality of the tuning dial of the returned unit. Due to the unit presenting a separation on the outer sheath only a simulation was performed on the handle mechanism. The tuning dial and the deployment lever were set back to the manufacturing position. The tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). Then, the deployment lever was pulled back. The mechanism was fully deployed working smoothly, and no anomalies or damages were observed during the rotation of the tuning dial. The separated area was evaluated with a vision system observing evidence of elongations on both edges. Also, the braid wire/core wire is exposed. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload, indicating that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. Note: longitudinal cutting could not be performed due the small diameter and the metal material of the inner. The equipment currently available in the laboratory does not have the capacity to perform longitudinal cutting in such a small diameter and on metal material. The reported ¿tuning dial (smart control only) damaged¿ was not verified during analysis of the returned device. The simulated functional analysis demonstrated that the rotation mechanism operated without impediment. The reported ¿stent delivery system (sds) - deployment difficulty - partial deployment¿ was verified as the device was returned with deployment lever pushed proximally which initiates the deployment of the stent. This is an expected finding based on the position of the deployment lever and the partial deployment would be expected. However, analysis revealed an ¿outer sheath exposed braidewire/corewire¿ preventing full deployment of the stent. Based on the information available the device was induced to events that exceeded the material yield strength prior to the separation observed as force was used and mentioned in the event description. Unfortunately, due to the condition of the device received we are unable to determine the root cause of the events reported. Vessel characteristics, procedural factors and handling of the device appear to be contributing factors; however, cannot be conclusively determined. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿). As stated in the IFU, introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.4. Slack removal, ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand [figure 4]. G. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more that one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.